Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5032894) in united states on 13-jan-2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced left coil was not in the fallopian tube anymore but somewhere in my uterus, lower abdominal pain in that area and all over joint pain since the implants. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted. On an unspecified date, hysterosalpingogram was done and showed that left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube was blocked, but she started experiencing lower abdominal pain in that area and all over joint pain since the implants. Essure was not removed. Consumer reported that the event required intervention (nos). The outcome of the event lower abdominal pain in that area was not recovered / not resolved. The relationship between left coil was not in the fallopian tube anymore but somewhere in my uterus, lower abdominal pain in that area and all over joint pain since the implants and essure was not reported. Follow up information received on 26-jan-2014: ptc investigation results received. (B)(4). Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, processing essure cases in (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. No batch number was reported. Without this information neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. At time of this medical evaluation the technical investigation concluded unconfirmed quality defect. In summary, based on the available information there is no reason to suspect quality defect. Follow-up information received on 05-feb-2014: reporter information updated. No new clinical information provided. Duplicated case identified on 08-aug-2016. Information from case (B)(4) was transferred to this case. Consumer information was updated. This case report refers to a (B)(6) female consumer. Information received from consumer via regulatory authority (case# mw5062117) states that she had the essure device implanted on (B)(6) 2013 after being told it was her only option for permanent birth control. On (B)(6) 2013 the consumer started to experience constant pain. Numerous operations and procedures and possible hysterectomy were reported. Hospitalization was mentioned as seriousness criteria. The event was not resolved. She then went for the dye test 3 months later and it was found that her left coil had ejected itself into her uterus. After researching all the serious side effects, she opted to have her doctor try and find the floating coil and remove the other coil due to constant pain. Her doctor removed both of her fallopian tubes, but could not find the floating coil. Consumer then began experiencing severe pain that was thought to be her kidney on her left side. After, an urologist performed a computed tomography scan and the free floating coil was found embedded in her uterus. Her physician then performed a hysteroscopy to retrieve the coil and, during the removal, the coil shattered and health care professional got what she thought was all the fragments. Consumer continued to have pain and was sent for an x-ray where metal fragments from the broken coil were found still in her uterus. She went to a specialist who removed the damaged section of her uterus and thought all the metal was gone. However, she just recently went for another x-ray due to continued pain and another metal fragment was found. She is now looking at a possible hysterectomy due to all the previous procedures done. As concomitant medication consumer reported nasacort, multivitamin, advil and aleve. The reporter considered the outcome of the event as hospitalization, disability/permanent damage and required intervention. However, it was not specified for which event. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain (interpreted as pelvic pain). She had a bilateral salpingectomy but one of the coils was not found. A computerised tomography scan showed that the floating coil embedded in uterus. During the first attempt of removal, the coil shattered. She had another attempt of removal but still found there was a metal fragment in uterus. Pelvic pain, device embedment and device breakage during removal are listed events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case, it was found that one essure coil was embedded in uterus, the pelvic pain is considered related to essure inserts. Although the exact date and mechanism of this device embedment is not known, given the nature of device embedment, a causal relationship with essure cannot be excluded. Lastly, since device breakage occurred in association with essure removal, the breakage is also assessed as related to essure therapy. This case was regarded as incident since device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
Legal claim was received on 31-jul-2016: the plaintiff was implanted on (B)(6) 2013. After being implanted with essure, she began suffering from heavy menstrual bleeding, severe menstrual pain, cramping, pelvic pain, severe abdominal pain and severe lower back pain. On (B)(6) 2015 she underwent a partial hysterectomy to remove the essure device, which had migrated. On (B)(6) 2016 she underwent a second surgery, for a total hysterectomy due to ongoing pain and a remaining metal fragment from essure device. She might still require additional surgeries to ensure complete removal of essure devices fragments. Following the hysterectomy, she suffered a long and painful post-operative recovery. As a result of her surgeries, she had to take time off from work. Follow-up information received on 01-nov-2016: no further information, regarding breakage questionnaire will be received. Company causality comment: this spontaneous non-medically confirmed case report is under litigation. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had constant pain/ pelvic pain. She had a bilateral salpingectomy but one of the coils was not found. A computerised tomography scan showed that the floating coil embedded in uterus. During the first attempt of removal, the coil shattered. She had another attempt of removal but still found there was a metal fragment in uterus. She might still require additional surgeries to ensure complete removal of essure devices fragments. Pelvic pain, device embedment and device breakage during removal are anticipated events in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and that in this case, it was found that one essure coil was embedded in uterus, the pelvic pain is considered related to essure inserts. Although the exact date and mechanism of this device embedment is not known, given the nature of device embedment, a causal relationship with essure cannot be excluded. Lastly, since device breakage occurred in association with essure removal, the breakage is also assessed as related to essure therapy. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / continue to have pain / pelvic pain"), embedded device ("CT scan showed floating coil found embeded in uterus") and device breakage ("during removal coil shattered/partial hysterectomy left coil part of it broke") in a 27-year-old female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had use condoms between 2013 to 2016. Concomitant products included fluticasone propionate (flonase), ibuprofen (advil), lorazepam (ativan), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and triamcinolone acetonide (nasacort). In 2013, the patient experienced device expulsion ("left coil had ejected itself into uterus, left coil was not in the fallopian tube anymore but somewhere in my uterus"), abdominal pain lower ("lower abdominal pain in that area"), arthralgia ("all over joint pain since the implants") and anxiety ("high anxiety"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and dysmenorrhoea ("severe menstrual pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal fragments from the broken coil were found still in her uterus / another metal fragment was found"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("cramping, severe abdominal pain"), back pain ("severe lower back pain") and procedural pain ("following hysterectomy, she suffered a long and painful post-operative period"). The patient was treated with surgery (removed both fallopian tubes salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and back pain had resolved, the embedded device, device breakage, complication of device removal, menorrhagia, abdominal pain, procedural pain and anxiety outcome was unknown and the device expulsion and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia and pelvic pain with essure. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia and procedural pain to be related to essure. The reporter commented: (B)(6) 2017 scar tissue removed and final parts of coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. (B)(6) 2013 hysterosalpingogram done which showed the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked the coil did not take in the left fallopian tube; couldn't implant another coil. Most recent follow-up information incorporated above includes: on 28-feb-2018: the plaintif factsheet received: the event anxiety, lot number added and concomitant medication added. Reporter added.events outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / continue to have pain / pelvic pain"), embedded device ("CT scan showed floating coil found embeded in uterus") and device breakage ("during removal coil shattered/partial hysterectomy left coil part of it broke") in a 27-year-old female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had use condoms between 2013 to 2016. Concomitant products included fluticasone propionate (flonase), ibuprofen (advil), lorazepam (ativan), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and triamcinolone acetonide (nasacort). In 2013, the patient experienced device expulsion ("left coil had ejected itself into uterus, left coil was not in the fallopian tube anymore but somewhere in my uterus"), abdominal pain lower ("lower abdominal pain in that area"), arthralgia ("all over joint pain since the implants") and anxiety ("high anxiety"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and dysmenorrhoea ("severe menstrual pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metal fragments from the broken coil were found still in her uterus / another metal fragment was found"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("cramping, severe abdominal pain"), back pain ("severe lower back pain") and procedural pain ("following hysterectomy, she suffered a long and painful post-operative period"). The patient was treated with surgery (removed both fallopian tubes salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and back pain had resolved, the embedded device, device breakage, complication of device removal, menorrhagia, abdominal pain, procedural pain and anxiety outcome was unknown and the device expulsion and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia and pelvic pain with essure. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia and procedural pain to be related to essure. The reporter commented: (B)(6) 2017 scar tissue removed and final parts of coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. (B)(6) 2013 hysterosalpingogram done which showed the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked the coil did not take in the left fallopian tube; couldn't implant another coil. Most recent follow-up information incorporated above includes: on 28-feb-2018: the plaintiff factsheet received: the event anxiety, lot number added and concomitant medication added. Reporter added. Events outcome added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / continue to have pain / pelvic pain"), embedded device ("CT scan showed floating coil found embeded in uterus") and device breakage ("during removal coil shattered/partial hysterectomy left coil part of it broke") in a 27-year-old female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had use condoms between 2013 to 2016. Concomitant products included fluticasone propionate (flonase), ibuprofen (advil), lorazepam (ativan), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and triamcinolone acetonide (nasacort). In 2013, the patient experienced device expulsion ("left coil had ejected itself into uterus, left coil was not in the fallopian tube anymore but somewhere in my uterus"), abdominal pain lower ("lower abdominal pain in that area/lower left abdominal pain") and arthralgia ("all over joint pain since the implants"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain ("cramping, severe abdominal pain") and back pain ("severe lower back pain/lower left back pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("metal fragments from the broken coil were found still in her uterus / another metal fragment was found"), menorrhagia ("heavy menstrual bleeding"), procedural pain ("following hysterectomy, she suffered a long and painful post-operative period") and anxiety ("high anxiety /psychological or psychiatric problems-anxiety"). The patient was treated with contraceptives nos, escitalopram oxalate (lexapro), surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016completion of hysterectomy), surgery (B)(6) 2013removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy) and surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016completion of hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain and anxiety had resolved, the embedded device, complication of device removal, menorrhagia and procedural pain outcome was unknown and the device expulsion and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia and pelvic pain with essure. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia and procedural pain to be related to essure. The reporter commented: (B)(6) 2017 scar tissue removed and final parts of coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Computerised tomogram - on an unknown date: coil was found embedded in her uterus hysterosalpingogram - on (B)(6) 2013: left coil had ejected itself into uterus x-ray - on an unknown date: fragments from the broken coil still in uterus; on an unknown date: another metal fragment was found. (B)(6) 2013 hysterosalpingogram done which showed the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked the coil did not take in the left fallopian tube; couldn't implant another coil. Continual treatment/procedures process from time period (B)(6) 2013 to (B)(6) 2017. On (B)(6) 2017, scar tissue removed and final parts of coil. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received. Patient's unstructured relevant tests and treatment drugs were added. Outcome of events were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / continue to have pain / pelvic pain"), embedded device ("CT scan showed floating coil found embeded in uterus") and device breakage ("during removal coil shattered/partial hysterectomy left coil part of it broke") in a 27-year-old female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had use condoms between 2013 to 2016. Concomitant products included fluticasone propionate (flonase), ibuprofen (advil), lorazepam (ativan), transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) and triamcinolone acetonide (nasacort). In 2013, the patient experienced device expulsion ("left coil had ejected itself into uterus, left coil was not in the fallopian tube anymore but somewhere in my uterus"), abdominal pain lower ("lower abdominal pain in that area/lower left abdominal pain") and arthralgia ("all over joint pain since the implants"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain ("cramping, severe abdominal pain") and back pain ("severe lower back pain/lower left back pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("metal fragments from the broken coil were found still in her uterus / another metal fragment was found"), menorrhagia ("heavy menstrual bleeding"), procedural pain ("following hysterectomy, she suffered a long and painful post-operative period") and anxiety ("high anxiety /psychological or psychiatric problems-anxiety"). The patient was treated with oral contraceptive nos, escitalopram oxalate (lexapro), surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy), surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy) and surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, dysmenorrhoea, abdominal pain, back pain and anxiety had resolved, the embedded device, complication of device removal, menorrhagia and procedural pain outcome was unknown and the device expulsion and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia and pelvic pain with essure. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia and procedural pain to be related to essure. The reporter commented: (B)(6) 2017 scar tissue removed and final parts of coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Computerised tomogram - on an unknown date: coil was found embedded in her uterus hysterosalpingogram - on (B)(6) 2013: left coil had ejected itself into uterus x-ray - on an unknown date: fragments from the broken coil still in uterus; on an unknown date: another metal fragment was found. (B)(6) 2013 hysterosalpingogram done which showed the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked the coil did not take in the left fallopian tube; couldn't implant another coil. Continual treatment/procedures process from time period (B)(6) 2013 to (B)(6) 2017. On 28/09/2017, scar tissue removed and final parts of coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032894) on 13-jan-2014. The most recent information was received on 20-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pain / continue to have pain / pelvic pain"), embedded device ("CT scan showed floating coil found embeded in uterus") and device breakage ("during removal coil shattered/partial hysterectomy left coil part of it broke") in a 27-year-old female patient who had essure (batch no. A85501) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: she had use condoms between 2013 to 2016. Concomitant products included fluticasone propionate (flonase), ibuprofen (advil), lorazepam (ativan), naproxen sodium (aleve) and triamcinolone acetonide (nasacort). In 2013, the patient experienced device expulsion ("left coil had ejected itself into uterus, left coil was not in the fallopian tube anymore but somewhere in my uterus"), abdominal pain lower ("lower abdominal pain in that area/lower left abdominal pain") and arthralgia ("all over joint pain since the implants"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required) and dysmenorrhoea ("severe menstrual pain"). In (B)(6) 2013, the patient experienced abdominal pain ("cramping, severe abdominal pain") and back pain ("severe lower back pain/lower left back pain"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication of device removal ("metal fragments from the broken coil were found still in her uterus / another metal fragment was found"), menorrhagia ("heavy menstrual bleeding"), procedural pain ("following hysterectomy, she suffered a long and painful post-operative period") and anxiety ("high anxiety /psychological or psychiatric problems-anxiety"). The patient was treated with oral contraceptive nos, escitalopram oxalate (lexapro), surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy), surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015,(B)(6) 2016 completion of hysterectomy) and surgery (B)(6) 2013 removed both fallopian tubes salpingectomy, (B)(6) 2015, (B)(6) 2016 completion of hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, embedded device, device breakage, device expulsion, abdominal pain lower, arthralgia, menorrhagia, dysmenorrhoea, abdominal pain, back pain, procedural pain and anxiety had resolved and the complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia and pelvic pain with essure. The reporter considered abdominal pain, anxiety, back pain, complication of device removal, device breakage, device expulsion, dysmenorrhoea, embedded device, menorrhagia and procedural pain to be related to essure. The reporter commented: (B)(6) 2017 scar tissue removed and final parts of coil). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Computerised tomogram - on an unknown date: coil was found embedded in her uterus hysterosalpingogram - on (B)(6) 2013: left coil had ejected itself into uterus x-ray - on an unknown date: fragments from the broken coil still in uterus; on an unknown date: another metal fragment was found (B)(6) 2013 hysterosalpingogram done which showed the left coil was not in the fallopian tube anymore but somewhere in my uterus. The right tube is blocked the coil did not take in the left fallopian tube; couldn't implant another coil. Continual treatment/procedures process from time period(B)(6) 2013 to (B)(6) 2017. On (B)(6) 2017, scar tissue removed and final parts of coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet received. It was reported that, all symptoms were resolved a few weeks after essure removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.